Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was confirmed. Upon investigation the battery would not power on a monitor. The root cause was unable to be identified. There was no adverse event that resulted from the damaged battery.